Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that error c-34 occurred. An erbe power cycle did not resolve the issue. The customer continued the surgery with an external generator. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any errors when initially powered on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the reported failure (error c-34) was confirmed and reproduced on erbe connected to system. Remotefe showed (25913 c-34 errors 4/21/2025.) Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34/c-37 error on start-up and c-30 errors on mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Intuitive received the following additional information via follow up: the system did not present any errors when initially powered on.

Event description:
Refer to h11 for follow-up information.